Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after positioning the pipeline self-expanding stent, the stent distal tip could not be opened. After two attempts, the stent was resheathed, removed from the patient with the microcatheter, and replaced with new smaller diameter medtronic stent. After the new stent was in place, coil embolization was performed. An axium prime bare coil (apb-1.5-4-3d-es) pushed smoothly out from the introducer sheath, however, it met significant resistance, became stuck and could not be delivered through the microcatheter hub. There was no damage observed to the coil or the catheter. The coil was replaced with a new medtronic coil (1.5-4). The same issue was encountered with an axium prime bare coil (apb-1.5-3-hx-es). This implant coil pushed smoothly out from the introducer sheath, and there was no damage to the coil or catheter. This coil was replaced with a non-medtronic product. The same issue was encountered with two axium prime bare coils (apb-2-8-hx-es). These implant coils pushed smoothly out from the introducer sheath, and there was no damage to the coils or catheter. These coils were replaced with new medtronic 2-8 coils. No patient symptoms or complications were associated with this event. The patient was undergoing stent-assisted coil embolization surgery for treatment of an unruptured, saccular, left cavernous sinus segment aneurysm with a max diameter of 21 mm and a 5.9 mm neck diameter. The landing zone arterial diameter was 4.76 mm distally and 5.1 mm proximally. It was noted the patient's vessel tortuosity was moderate. Vascular access was obtained via the femoral artery. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure showed left cavernous sinus segment aneurysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed more than 2 times. No additional steps of other devices were required to open the pipeline. Ancillary devices included mx long sheath, navien intracranial support catheter, echelon and phenom microcatheters, and sy-2 guidewire.

Manufacturer narrative:
H3: product analysis: ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex was returned within the phenom 27 catheter. ¿ damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. No damage was found with phenom 27 catheter distal tip/marker band. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from catheter without any issue. The total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the device analysis and reported information, the customer¿s report of pipeline flex could not be confirmed to have failure to open at distal as the distal end of braid was found to be fully opened and damaged. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, which eliminates this factor out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. There is no complaint against the phenom 27 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.